Event description:
It was reported to philips that the device displayed a red x in the ready for use (rfu) indicator, was chirping, and giving a service required message. There was no reported patient involvement.